Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic broken and foreign material on lens surface(fibers). Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -8.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).